Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
This pi is for the revision of a gamma nail on patient's right side. In providing additional information for a revision of the patient's right total knee, and a revision of a t2 scn nail prior to that, rep reported the following: "this patient also had a gamma nail inserted and ex-planted on the right side prior to having the t2 scn nail put in and ex-planted. However, I do not have these dates".